Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces. Device received with moisture damage at motor and electronic assembly. Unable to verify missing segment due to no button response. Unable to perform self test, displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test due to no button response. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump malfunctioned. The device was exposed to water. They dropped the device in the toilet. The device had a partial display. The buttons were intermittently working. The customer¿s blood glucose during the incident was 400 mg/dl. They did not mention any form of treatment. The time clock on the device advanced. The insulin pump will be returned or analysis.